Event description:
It was reported to philips that the device had a ready for use (rfu) indicator that was displaying an "x." There was no reported patient or user involvement and no adverse patient/user impact.